Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 9 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 75% stenotic lesion in a minimally tortuous mid lad coronary artery. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail balloon to successfully complete the procedure. No pt injuries or complicatons were reported. Pt status is reported as 'good'.